Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on the insulin pump is blank. Customer was unable to troubleshoot and requested a battery cap replacement. Blood glucose value is 186 mg/dl. Nothing further reported.